Event description:
It was reported to philips that the customer received a new battery (s/n (B)(4)) that was not working. The battery would not charge and there was no led when plugged in. There was no reported patient or user involvement and no adverse patient/user impact.